Event description:
In home care setting, the device, made of hard plastic material, snaps and breaks while attempting to attach it to the injection port to begin infusion. Note: the device is sterile and can only be handled at certain points. Event has occurred in january, february and march.